Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the difficulty to remove the lock line appears to be the result of the knot; however, a cause for how the knot formed could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, during the deployment sequence, a knot was observed on the lock line. An attempt was made pull out the knot and remove the lock line but failed. A decision was made to deploy the clip and slowly retract the cds under aspiration to remove the lock line. The lock line was visible from the steerable guide catheter and was removed without issue. One clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.